Event description:
It is reported that the pt is experiencing pain and trouble when standing. It is reported that the pt's surgeon informed her that her components of metal are reacting and her chromium levels are high.

Manufacturer narrative:
Eval summary: the letter and emails included suggest that the pt has elevated chromium ion levels and corrosion; however no doctor's notes are available to confirm this. No x-rays, photographs, op-notes, lab reports or any records are available. It is not known if the surgical technique was followed. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.